Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there is an issue with the prime, rewind, load or fill cannula step. There is no additional information available at this time. This report is being made based on the indication that a load step malfunction may have occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Manufacturer narrative:
(B)(4):during investigation the pump did not detect the cartridge during the load step and pushed all the fluid out and emitted a "no cartridge detected" warning. The data from the time of the reported event was unavailable for review due to continued pump use. There was evidence of contamination found on the force sensor assembly. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement is out of specification. (B)(4).